Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited incorrect measurement and functional undersensing resulting in inappropriate automatic mode switch (ams) exit. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported complaint of 100% ams duration that was not consistent with the ams log was confirmed. Final analysis found that this was caused by a long episode which was ongoing during ams clearing. The duration of the ongoing ams episode was added to the total duration of ams episodes and was used by the programmer to calculate the ams percentage. The firmware and programmer are working per design.